Manufacturer narrative:
Occupation: respiratory therapist (reth). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device a caused a burn on the infant. The customer reported that the device was used for about 36 hours on the infant¿s foot.